Event description:
It was reported that the patient underwent l5-s1 right discectomy and interbody fusion with concorde cage and posterior pedicle fixation with the expedia system with morcellized allograft and morcellized autograft for arthrodesis anteriorly and posteriorly. The cage was packed with rhbmp-2/acs. The patient was discharged from hospital 4 days post-op. After (B)(6) 2012, medical records indicate possible hardware removal l5-s1 with revision/extension posterior spinal fusion l4-l1 and l4 laminectomy and possible iliac crest bone graft. Patient was scheduled for surgery on (B)(6) 2013. No further details were provided. . Reportedly, the patient sustained unspecified injuries following the use of rhbmp-2/acs.

Manufacturer narrative:
Concomitant products: concorde cage, expedia pedicle instrumentation (implant (B)(6) 2011). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.